Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 200 units of insulin. The customer reloaded the same cartridge, and received an accurate fill estimate of 115 units. Customer's blood glucose level was not impacted.